Event description:
The technician alleged that the side rail is not latching in the up position. No pt impact.

Manufacturer narrative:
The technician found the side rail latch cover is bent. The technician replaced the side rail latch cover and side rail center arm to resolved the issue.